Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion details are unknown. This 3.50x12mm quantum apex balloon catheter was used for post-dilation. The catheter was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 12atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.